Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported side unspecified rupture. The device has been explanted.

Event description:
Physician reported side unspecified rupture. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, one opening extended on the anterior, red particles on the shell and crease flat. A microscopic analysis was performed which identified: one striated opening on the anterior. Based on the device analysis the final assessment is: - one striated opening due to surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d.10, h.3, h.6, h.10.

Event description:
Physician reported side unspecified rupture. The device has been explanted.